Manufacturer narrative:
Age at time of event, date of birth: the patient's age was not provided. The article noted the average age for patients included in the "npwt protocol" group was 61.6 years. Sex: females and males were included in this article. Weight: the patient's weight was not provided. The article noted 25 patients had a bmi less than 30, 11 patients had a bmi between 30 and 34.99, 5 patients had a bmi between 35 and 39.99, and 3 patients had a bmi of 40 or greater. Date of event: the specific date is unknown. The article noted patients underwent emergent celiotomy between 01-jul-2013 and 30-jun-2014. The device type/ identifiers were not provided, and the devices were not returned. Based on the information provided, it cannot be determined that the alleged enterocutaneous fistula is related to the v.a.c.® therapy system. The article noted that none of the sso's in the npwt protocol group required operative re-intervention. It is unknown if and what interventions were used to resolve the fistula. The article noted that the kci v.a.c.® therapy unit was utilized with two non-kci dressings which is considered off-label use. The physician could not provide any additional clinical or device information. The device type and identifier were not provided; therefore, a device evaluation could not be performed. The alleged small fascial dehiscence was considered minor and the article noted it was managed nonoperatively; therefore, kci has deemed the reported dehiscence as not reportable. V.a.c.® therapy device labeling, available in print in online, states: introduction: the components of the v.a.c.® therapy system work as an integrated product to optimize both the delivery and the benefits of negative pressure wound therapy. An open pore reticulated polyurethane foam (v.a.c.® granufoam¿ dressing, v.a.c. Granufoam silver¿ dressing), or polyvinyl alcohol form (v.a.c. Whitefoam¿ dressing) is cut to fit the wound, then covered with an adhesive drape. The open cells of the foam enable equal distribution of the negative pressure across the surface of the wound, while tubing transfers accumulated fluids to the v.a.c.® canister. Points to remember when using --v.a.c.® therapy: ensure appropriate v.a.c.® dressing selection and suitable indication-specific v.a.c.® dressings are used. Enteric fistula: in certain circumstances, v.a.c.® therapy may help to promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from and expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. The goal of therapy depends on whether the fistula being treated is considered acute or chronic. For acute fistula, the goal is to promote wound healing to enable closure of the acute enteric fistula. For chronic fistula, the enterocutaneous fistula is segregated from the surrounding or adjacent abdominal wound and v.a.c.® therapy is applied to the wound. The effluent from the fistula is diverted into another containment system. This allows time for the patient's overall health to stabilize and sufficient healing to take place to enable subsequent surgical repair. Fistula management: acute candidate selection, enteric fistula, acute formation: no evidence of epithelial cells/growth on opening of fistula, fistula opening must be easily visualized and accessed, npo (nothing by mouth), tpn (total parental nutrition), minimal to moderate amounts of effluent, effluent is thin to slightly viscous consistency. Chronic candidate selection: enteric fistula - non-surgical candidate, chronic formation: evidence of epithelial cells/growth (stomatization), mouth of fistula must be easily visualized and accessed, npo (nothing by mouth), tpn (total parental nutrition).

Event description:
On 26-mar-2021, the following information was received by kci after a review of journal article, regner, justin, et al. Comparison of a standardized negative pressure wound therapy protocol after midline celiotomy to primary skin closure and traditional open wound vacuum-assisted closure management. Proc (bayl univ med cent). 2018;31 (1): 25-29. Https://doi.org/10.1080/08998280.2017.1400312. Page 26 defines sso [surgical site outcomes] as post-operative superficial surgical site infections [ssi], deep space ssi, organ space ssi, return to the operating room, and fascial dehiscence. Page 27 noted in table 1: forty-four of the one hundred and fifty-nine patients were in the npwt [negative pressure wound therapy] protocol group. The method used in the npwt protocol group consisted of partially closing the midline wound with staples spaced 0.5 cm apart for 3 cm followed by a 1 cm gap. Hydrofera blue bacteriostatic foam (non-kci dressing) was placed in the 1 cm gap and a silver-impregnated foam dressing, mepilex ag® foam dressing (non-kci dressing) was placed over the incision with a kci v.a.c.® therapy unit attached to the wound. Page 27 noted in table 1: five of the forty-four patients experienced an sso in the npwt protocol group. None of the five patients that experienced an sso required operative re-intervention. Three of the five ssos were superficial ssi's requiring conversion to open npwt. One patient had a small fascial dehiscence that was managed nonoperatively. One patient developed an enterocutaneous fistula. Page 28 under discussion noted "this study has several limitations. First, the study was retrospective chart review and was subject to selection bias... Second, the study was not appropriately powered to detect a difference in sso's, we wound have needed to enroll 670 subjects." On 02-apr-2021, the following information was provided to kci by the physician: no additional clinical or device information can be provided. The v.a.c.® therapy type and device identifiers were not provided; therefore, a device evaluation could not be completed. Refer to MDR for the one patient that developed an enterocutaneous fistula. Refer to MDR 3009897021-2021-00097 for the three patients that experienced superficial ssi's requiring conversion to open npwt.